Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge on the 10th shock. The involved pt died, but there is no info that the device played a role in the pt's outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that the device failed to discharge on the 10th shock.